Event description:
It was reported the patient had an overdose. Symptoms included were hypotension, hypothermia, altered mental status, and bradycardia. The device system was used to deliver lioresal. The patient's status was undetermined at the time of the report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the healthcare provider (hcp) did some research and decided that the pump therapy was causing some of the low blood pressure issues, thus they had turned it down. The patient was also having trouble breathing and trouble staying awake. The patient became passed out or became unconscious. The patient was in the hospital for 3 or 4 days. The patient outcome was later reported as ¿no injury¿.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# n279716004, implanted: (B)(6) 2011. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).